Manufacturer narrative:
The investigation concluded that higher and lower than expected results were obtained from a single patient sample using vitros ammonia (amon) slide lot 1020-0267-8636 on a vitros 5600 integrated system. The definitive assignable cause could not be determined with the information provided. The customer does not process quality control fluids at their site, therefore, it is not possible to assess the performance of vitros amon slide lot 1020-0267-8636, and a reagent related performance issue cannot be ruled out as contributing to the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1020-0267-8636. A calibration related issue with vitros amon lot 1020-0267-8636 could not be confirmed or ruled out as a contributor to the event. The two unexpected results were obtained using two different vitros amon calibrations. The calibration used for the second vitros amon result was determined to be atypical as the intercept was much different than the expected value. The customer recalibrated and obtained the expected result. The calibration that the initial unexpected result was obtained on was not provided for review. Additionally, the customer did not provide any details regarding the preparation of the calibrator fluids used for either unexpected vitros amon result, therefore it is unknown what caused the atypical calibration, or if the customer is following the proper protocol for vitros cal kit 5 preparation. A calibration specific issue cannot be ruled out as a contributor to either of the unexpected results. Vitros amon diagnostic within-run precision testing was not performed, therefore an instrument related issue could not be confirmed or ruled out as a contributing factor. Additionally, the customer confirmed that they use ammonia based cleaning products within the laboratory. Per the vitros 5600 integrated system reference guide: "do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the system. If necessary, clean contaminated system components using a 70% isopropyl alcohol-in-water solution when suggested in the maintenance procedures. Warning: sodium hypochlorite solution, bleach, ammonia, any ammonia-containing compound and any other oxidizing agents may be hazardous, may cause erroneous results, and may also corrode metal parts. Therefore, 70% isopropyl alcohol-in-water is recommended. Observe all precautionary handling instructions on the manufacturer's package." It is unknown if the customer performed any cleaning of the microslide incubator between the repeats of the patient sample, therefore ammonia-related incubator contamination could not be confirmed or ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was potentially present in the affected sample, although this could not be confirmed. The vitros 5600 integrated system is not interfaced to e-connectivity, and the customer did not provide data log files, therefore it was not possible to review sample metering profiles for the initial and repeat testing events to investigate the possibility of pre-analytical sample mix-up. Therefore, pre-analytical sample mix-up cannot be ruled out or confirmed as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected results were obtained from a single patient sample using vitros ammonia (amon) slide lot 1020-0267-8636 on a vitros 5600 integrated system. Patient sample results of 150.0 and <9.0 umol/l versus the expected result of 93.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher and lower than expected vitros amon results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).